Event description:
It was reported that the patient had the ambicor penile prosthesis removed due to a lack of activation of the prosthesis with pain in the region of the implant. It was also found that there was no pump or scrotal component. A new penile prosthesis was implanted. Additional information received indicated the device was removed and replaced due to a cylinder aneurysm.

Event description:
It was reported that the patient had the ambicor penile prosthesis removed due to a lack of activation of the prosthesis with pain in the region of the implant. It was also found that there was no pump or scrotal component. A new penile prosthesis was implanted.